Event description:
Rvtip to rvcoil measured out of range at 190 ohms, trends at 228ohms. Caller will bring patient in to evaluate lead and clear the alert. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).